Event description:
It is reported that the device was revised in 2005, 10 years post-op for an unknown reason. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the returned product was reviewed and analyzed, and found to be conforming to specifications where measureable. The manufacturing lot was not provided, so part conformity prior to implantation could not be determined. Visual examination of the returned component demonstrate some wear on the humeral and ulnar bushings, and the ulnar bushing looks to be cracked. The hinge pin and c-ring did not exhibit abnormal wear. The patient information was omitted (height, weight, activity level). No x-rays or other information were provided. Based on the available information, a definitive cause can not be determined. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.